Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg (for approximately a year) as recommended. In turn, the ipg became inoperable over time. As a result, surgery may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Therapy was restored.